Manufacturer narrative:
This report is to follow up with medwatch# (B)(4) and maude report# 5027346 investigation summary: the incident product was returned for evaluation. Upon inspection, engineering confirmed that the obturator was fractured into two pieces at the third support pin hole from the distal end. The obturator was reassembled to see if the shaft was fully intact. Engineering mated the pieces and noted that all pieces have been returned. Based on the evaluation of the returned product, this incident is most likely due to a variation in the manufacturing process. Applied medical continuously seeks to improve the form, function, and ease of use of its products. Applied medical has recently implemented additional process improvements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laprascopic sleeve gastrectomy and laparoscopic creation of omental flap -"using the 12 mm fios optiview, the abdomen was entered under direct vision and pneumoperitoneum was established at 15mmhg. The zero degree laparoscope was then switched out for a 30 degree scope. As the surgeon was inserting the kii fios first entry 5x100mm device (ref: ctf03, lot 1231828) into the patient, the trocar (inner sheath) broke in two. Both pieces were retrieved and another first entry device was opened to the field and used. The procedure was completed successfully without patient harm."